Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection issue with a one link extension set. The customer reported that when a nurse attempted to connect an extension set to a patient, the male luer disconnected from the tubing. There was a small amount of blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual used and sample was received for evaluation. During visual inspection, separated components were observed between the winged female luer lock adapter and power injectable tubing. Specification limit and dimensional inspection were measured with satisfactory results. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be human error during production. Should additional relevant information become available, a supplemental report will be submitted.